Event description:
Patient undergoing laparoscopic surgery, disposable endo shears were defective and stopped cutting in the middle of the case. They were removed from field, replaced with another one of same, surgery completed without further incident.